Event description:
It was reported that the iodine sponge of a minicap disconnected from the minicap housing. The issue was discovered upon opening the minicap pouches. The minicaps were disposed of prior to use. There was no patient involved. No additional information is available. This is report 1 of 10.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of all batch record documents was performed for associated lot number gd897124 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection was performed and and it was observed that the sponge was partially sticking up in the cap. The cause was not determined. There is a CAPA opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number gd897124 was manufactured between 05/30/2014 and 06/06/2014. Should additional relevant information become available, a supplemental report will be submitted.